Manufacturer narrative:
Concomitant medical products: 977a260, serial/lot #: (B)(4), ubd: 18-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the leads were pulled down and the amount of pain relief the patient was experiencing decreased. A factor that might have led to the issues was the report that the physician believed that he did not anchor the leads to the fascia. X-rays were taken in the clinic and a revision surgery was scheduled for (B)(6) 2019. There were no further complications reported or anticipated.